Event description:
It was reported, the patient experienced a cerebrospinal fluid leak during the permanent system implant procedure. Post operative, the patient reported having a headache before the procedure which was a little worse after the procedure. The headache resolved without the need for acute medical intervention. The patient was programmed with effective stimulation post operative. Note the patient was implanted with two leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.